Event description:
Purchased what was supposed to be a new viora skin rejuvenation v20 laser from the viora company distributed in (B)(4). When it arrived it did not look in brand new condition as many of the boxes were very dusty and not sealed. Additionally, items were loose in their box and the light filters provided appeared used and rusty on the edges. At that time, I was unaware that the company did not have any physical support or service representatives in (B)(6) if needed. Typically most companies I have dealt with have some sort of local sales support or representative, at the least intermittently, and/or a repair person who could stop by to answer questions, check devices, problem solve and help continue training. However viora does not. If we had known that was the case we would not have purchased the such an expensive and invasive unit. After the purchase in (B)(6) 2019 and delivery of the crate, I was told to assemble the unit myself being walk-through over the phone by (B)(4), a sales rep. Later I was told by customer care that she gave me incorrect assembly advice. Then my staff and I together, received brief training by their out of state trainer who flew in for a couple days, and we were certified. The trainer spent a lot of time on her personal cell phone and very little time training us on all the different scenarios of what to do if certain problems occurred etc. She just gave us the basic review of how to work the machine and we practiced on our own. I asked her if she thought the machine might have been already used, or a demo machine at a convention. Her reply was that there was still a lot of applications left on the computer. That was not reassuring as I felt the unit was not new. She also noticed that the machine did not work on day one with error codes. She had to call support and the viora person instructed the trainer over the phone to open the (B)(6) machine with a screw driver and repair it. I think she just disabled the error code and did not fix the problem. I continue to practice using the machine on myself and my staff members, and a few test patients. I noticed shortly after use the machine started to increase in heat. Eventually it got to the point of being too hot to use. It also shut down and would not restart when treating a demo patient. The last few times we used it for skin tightening with the medium applicator, it beeped as if it was not making any contact and stopped making the sucking noise. Then it would come back on by itself intermittently. There were also error codes. After trying the different options and contacting customer service multiple times, there was no other way to change our technique to improve the intermittent electrical problem it was having. I contacted the company several times only to be dismissed saying it was operator error and that the filter was dirty even though we replaced it as directed. There was no one from the company to come by to show them the problems we were having with such an expensive potentially hazardous device. Additionally, the smaller applicator and separate prong handpiece had reached the point of extreme pain with burning heat even when lavished with gel. The ipl was also not functioning well and caused ulcers on my leg that scarred. There is obviously an electrical problem with the unit, perhaps having to do with the resistance in the wiring, so I insisted on sending it back last year for replacement or refund. After viora received the unit they said it turned on and they could not replicate the issues. That seems unlikely as the problem occurs fairly shortly within 20 minutes of use. We have not used this device on any paying patients since the machine was not working as they advertised and I did not want to do any harm to a patient. Our business has not generated any revenue from this device. We have sent everything back and would like to have a refund. I do not believe it is ethical or safe for a company, especially based outside the us to be allowed to sell these laser machines in the us if they¿re not going to have any type of local support in the areas where they are being used. It is too expensive to send the machine back and forth for repair. After requesting a refund, (B)(4) coo from viora contact number ((B)(4)) replied that they are not willing to refund or replace the machine even though it is still under warranty. When responding to his email, he was conveniently out of town for two weeks and never replied. The unit cost almost (B)(6) and it¿s very unfair and unfortunate that we are in this position. Viora is basically requiring us to take the unit back or pay a storage fee. I do not feel comfortable using this device on any patients and should not be forced to do so. I do not want to harm anyone or have the liability. In summary the three problems are that number one the machine does not function correctly or as promised and I believe there is an intermittent electrical problem with it. Number two, the training I received was insufficient and contrary to other training I received over the phone and online. And lastly there is not enough support. I do not feel that this device is safe for them to be selling it with the little training and support that they have. There should be laws that make the company responsible for visiting the offices to ensure the device is safe and being used safely. Please investigate.